Event description:
It was reported that the patient experience diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. It was also reported that the patient experienced pain and numbness at the pocket site. Nerve impingement was ruled out and a pocket revision was performed. The patient later indicated a popping sound was heard after bending over and there was excruciating pain at the implant site. The patient went to the emergency room and was told everything was fine. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.